Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported loss of consciousness and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose decreased to 40 mg/dl. The patient reportedly loss consciousness while wearing the pod on the abdomen for longer than 48 hours. As treatment, the patient's mother gave the patient sugar.